Event description:
On event date pt had a lithotripsy. This was the 3rd procedure done. Pt states had no problems with other 2 lithotripsy procedures. Pt was in extreme pain and though this was an outpatient procedure at hosp, pt had to be hospitalized. Pt was discharged the next day. Two weeks later pt had a follow up visit with their dr. An ultrasound was performed and a perinephric hematoma was found. Dr stated that he would call the MFR about this. Pt requested reason why and was told for bp symptomatic reasons. Dr was reporting this 2 or 3 weeks after the hematoma was discovered. Pt started having really high bp, went to ER, and bp was approx 180/130. Pt was not admitted or given any meds. The next day pt's bp taken by self was 180/140. Notified their dr. Dr ordered lisinopril. Bp remained high. Dr ordered norvasc. Pt started having sob, headaches and nausea. Three months after surgery pt had to be re-admitted to hosp for the aspiration of the hematoma (200cc of blood was aspirated). Pt states symptoms were somewhat relieved, but still had increased bp. Still reports slight pain left flank. Dr has ordered several lab tests - still waiting on results. Pt stated dr told the pt the name of device, but the pt forgot exact name. Requests to know any info concerning device as per MFR.

Event description:
Add'l info rec'd from rptr 6/13/01: rptr calling with follow-up info and requesting to speak to someone regarding what has been done about this problem.